Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion sets were leaking at the headset. It appears that the leak was between the cannula and the tubing connector. The caller reported that this has happened on a number of occasions, but no longer has the infusion sets available. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.